Event description:
The user facility reported that their 54" evolution transfer carriage fell to the floor while an employee was unloading the sterilizer. No report of injury.

Manufacturer narrative:
A steris service technician inspected the transfer carriage and found damage to the guide rails. The technician also noted hardware to be loose causing misalignment to the transfer carriage subsequently causing the reported event to occur. The technician proactively inspected all transfer carriages at the user facility which evidenced similar damage. The technician made necessary repairs and adjustments to the units, tested the transfer carriages and loading cars, found them to be operating according to specification, and returned the units to service. The units are not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The transfer carriage subject of the reported event is approximately 6 years old. The evolution transfer carriage operator/maintenance manual states, "a thorough preventive maintenance program is essential to safe and proper unit operation. This manual contains maintenance schedules and procedures which should be followed for satisfactory equipment performance." The technician discussed the importance of proper maintenance activities for their evolution transfer carriages. No additional issues have been reported.